Event description:
It was reported that during an implant procedure, the right ventricular lead was repositioned several times due to stenosis. Visual damage, especially to the superior vena cava (svc) coil, was noted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.